Event description:
It was reported that during the procedure, the guidewire(subject device) was advanced up to left mca(middle cerebral artery) acute occlusion and during withdrawal from the patient's vessel, the guidewire distal tip fractured. It was also reported that the guidewire tip was kinked prior to the procedure by accident and this could have contributed to the fracture while advancing in the patient's vessel. The physician had replaced it with another guidewire to complete the procedure successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the guidewire(subject device) was advanced up to left mca (middle cerebral artery) acute occlusion and during withdrawal from the patient's vessel, the guidewire distal tip fractured. It was also reported that the guidewire tip was kinked prior to the procedure by accident and this could have contributed to the fracture while advancing in the patient's vessel. The physician had replaced it with another guidewire to complete the procedure successfully. There were no reported clinical consequences to the patient.